Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for high out of range pace impedances on the right atrial (ra) lead. The patient is expected to be seen, but has not been at this time. The products remain in service and the ra lead is a competitor's product. No adverse patient effects were reported.